Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evals or adverse events finalized on (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk. S4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex moldable wafer.

Event description:
Report received that user had itchiness and irritation on skin under the tape border after 2 days of wear time. Pt outcome was not reported.